Event description:
A homecare pt required emergency medical intervention when the size 6 dic, disposable inner cannula occluded and ventilation was compromised. The6dic was replaced, pt was treated and returned to baseline condition. Pt reports that the 6dic was in use for approx. Two to three months and has repeatedly been cleaned and soaked in full strength h2o2. Pt acknowledges that he has been told by his health care providers that the dic is intended for single use and not intended to be cleaned and reused. Pt reports that due to financial constraints he cannot afford to follow verbal and printed device usage and replacement instructions. Pt also reports that he has resorted to using discarded dic's. Pt's physicians and case managers have been contacted and informed of the reported events and contraindicated device usage. In addition, MFR has also shipped replacement devices to the primary physician for this pt. The tracheostomy tube adult home care manual and video were also sent to the pt to review and discuss with his health care providers. There was one pt involved. The 6dic device will not be returned to the MFR for identification, analysis and investigation.